Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set, two minutes into the ablation phase an hta procedure, there was a fluid loss of 10cc. The physician immediately cooled the patient , and inspected the cervix and the vagina, and notice flanging at the 6 o'clock position of the cervix and the 10 o'clock position of the vagina. The physician then felt that it was safe enough to continue the ablation. The machine was restarted and an additional 6 minutes of therapy was given without incident. The patient was then cooled the cervix and vagina were re inspected, and no additional adverse effects were noted. The doctor commented on how the burns seemed very superficial. The patient was then packed with silvadine cream, and moved into recovery. The physician felt that no issues should develop due to this occurrence. The patient's condition was listed as stable. Reportedly, the staff felt it was a very minor burn ( 1st degree or less) and treatment with the cream was recommended for full recovery. It was also noted that the teneculum stabilizer was used during the case.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.